Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced chronic abdominal pain, chronic pelvic pain, recurrent urinary tract infections, worsening incontinence, vaginal scarring, mesh erosion, dyspareunia, foul smelling urine, recurrent yeast infections, kidney infections, painful urination, feels like bladder being pulled out when urinates, urgency, nerve damage, vaginal discharge, bladder spasms, bladder spasms and foul smelling urine aggravated by sexual intercourse, and acute cystitis. No additional information was provided. (B)(4).